Event description:
It was reported that approximately one month twelve days post stent placement procedure, the stent allegedly found to be fractured. It was further reported that stent had to be revascularized and another device was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the catheter sample is not available for evaluation. Provided movie/ images demonstrate placed stents inside the vessel; one stent in the proximal sfa was considered as being fractured, but the resolution was poor so that a closer strut analysis for fracture/ elongation was not possible. Another stent in the knee section was visible on the images with poor resolution so that a detailed strut evaluation for fracture or elongation was not possible. Both stents were placed overlapping another stent. In sum, for the two tied complaints one stent fracture is confirmed for the proximal stent, and alleged fracture of the distal stent is inconclusive. It was not known which stent was placed where but due to the nature of the vessel the 6x60 stent was considered the distal stent, and the 7x80 stent was considered the proximal stent. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Regarding pta the instruction for use states: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' Holding and handling of the system throughout deployment was found sufficiently described. A stent size selection table is part of the instruction for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. Regarding accessories the instruction for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...).' Furtherly, the instruction for use state: cases of fracture have been reported in clinical use of the lifestent vascular stent (... ) in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' H10: d4 (expiry date: 04/2024), g3 h11: b5, d6 (medical device implant date) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that four month and twelve days post stent placement, the stent allegedly found to be fractured. It was further reported that the stent had to be revascularized and another device was implanted. There was no reported patient injury.

Event description:
It was reported that one month and twelve days post a stent placement, the stent allegedly found to be fractured. It was further reported that the stent had to be revascularized and another device was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the catheter sample is not available for evaluation. Provided movie/ images demonstrate placed stents inside the vessel; one stent in the proximal sfa was considered as being fractured, but the resolution was poor so that a closer strut analysis for fracture/ elongation was not possible. Another stent in the knee section was visible on the images with poor resolution so that a detailed strut evaluation for fracture or elongation was not possible. Both stents were placed overlapping another stent. In sum, for the two tied complaints one stent fracture is confirmed for the proximal stent, and alleged fracture of the distal stent is inconclusive. It was not known which stent was placed where but due to the nature of the vessel the 6x60 stent was considered the distal stent, and the 7x80 stent was considered the proximal stent. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Regarding pta the instruction for use states: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' Holding and handling of the system throughout deployment was found sufficiently described. A stent size selection table is part of the instruction for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. Regarding accessories the instruction for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...).' Furtherly, the instruction for use state: cases of fracture have been reported in clinical use of the lifestent vascular stent (... ) in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' H10: d4 (expiry date: 04/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned